Manufacturer narrative:
Pump received with minor scratched display window, missing reservoir tube o-ring and completely broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock or click in place.

Event description:
The customer reported via phone call that the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.